Event description:
This is an international report where the spike got bent while connecting to the yume set by clean flash. The spike could have gotten damaged in the clean flash. The set had been used for 60 days. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend is due to use/mis-use conditions during set use with an assist device. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.